Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: manufacturer report 2017865-2021-21215 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
Related manufacturer reference number: 2017865-2021-13111. New information noted that the patient presented in-clinic. It was noted that the right ventricular lead noise was reproducible with pocket manipulation. The patient was scheduled for a potential rv lead revision. On (B)(6) 2021 the patient presented for a lead revision. During the procedure, intermittent lead noise was observed while the implantable cardioverter defibrillator was still in the pocket. However, on removal of the device no further noise was observed on the v sense channel. Numerous attempts were made to reproduce the lead noise with manipulation of the header and the lead itself. Without a definitive reason for the lead noise the physician decide that both the lead and device required replacement. The device was explanted and replaced. The lead was capped and replace on (B)(6) 2021. The patient remained stable throughout.